Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "during a CABG/coronary bypass grafts several sutures 'broke in the middle' and one had a dull needle. No patient consequences were reported." Four product codes were provided: epm8737, m8737/lot khh191. Epm8743, m8743. Could you please confirm how many devices presented suture breakage during this procedure? Please specify how many for each product code. Did the sutures broke during use on the patient? If any suture broke upon handling before use on the patient, please specify quantity and product code. Could you please specify which product code presented a dull needle? Did this same device also presented suture breakage? Can you identify the lot number for product codes m8743, epm8743, epm8737. Was the procedure completed successfully? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported in (B)(4).

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported by the sales rep that during a coronary bypass grafts several sutures broke in the middle. No adverse patient consequences were reported. Additional information was requested.